Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous coronary interventional catheterization procedure. . Reportedly, it was noted all worked well until removal of the proglide device when it felt like the suture had become tangled and caught on the artery. The proglide device could not be removed, tissue damage occurred with massive bleeding seen. Both proglide feet were noted to be missing upon removal. Imaging was performed to locate the feet; however, the location of the feet is unknown. An emergent endarterectomy was performed and a patch achieved hemostasis. The patient was given general anesthesia and additional antibiotics. There was a clinically significant delay and prolonged hospitalization. The patient was sent to the intensive care unit and is reported to be doing well. No additional information was provided.

Event description:
Subsequent to the initially filed report, additional information provided: reportedly, the proglide device became stuck and felt as if the suture had become tangled and caught on the artery. The suture was cut to remove the proglide device. Manual pressure was held to control excessive bleeding. The vessel was incised to access damaged artery. An emergent endarterectomy was performed and a patch achieved hemostasis. The patient was given general anesthesia and additional antibiotics. There was a clinically significant delay and prolonged hospitalization. The patient was sent to the intensive care unit. The patient outcome is reported to be good. There were no broken proglide feet as initially reported. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition and device entrapment could not be replicated in testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot of specific quality issue. A conclusive cause for the reported difficulties could not be determined. Factors that contribute to malposition of the suture (failure to deploy the suture) include, but are not limited to, manufacturing, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Factors that contribute to device entrapment include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The patient effects of hemorrhage and tissue injury (vascular injury) are listed in the proglide instructions for use as potential complications associated with the use of suture-mediated closure devices and are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 1562 removed. H6: health effect - clinical code 2687 removed.